Event description:
It was reported that during a ptca procedure of a totally occuluded lad, the wire broke. Patient status is "unknown". Several unsuccessful attempts were made to obtain additional information on this procedure.